Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The device was tested and passed the homechoice return instrument test / evaluation (rite) electrical test but failed rite functional test. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation, additional issues of increased intra peritoneal volume (iipv) event was identified in the patient therapy log on (B)(6) 2011 at 13:14 with ultrafiltration of 232 ml during cycle 1. Largest prescribed fill volume: 2500ml.